Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to non-diabetic related issue. During the hospitalization the insulin pump malfunctioned. The customer woke up with a blood glucose reading of 92 mg/dl; then increased to 667 mg/dl. Hospital treated the high blood level. The insulin pump was removed. Nothing further reported.